Event description:
A sister of a male patient called in 2008 requesting information on support groups or individuals who have had issues with the birds nest filter dislodging and/or breaking apart. The patient's filter was implanted approximately five years ago. Recently, he had presented to the hospital with a kidney stone. The patient was scoped and x-rayed. The sister indicated that it was noticed at that time that the filter was broken in five pieces and one piece may have been embedded in the patient's spine. Requests have been made to obtain additional details from the patient as to the physician, implant date, and facility but have been unsuccessful at this time. Should this information become available, we will forward it to the FDA.

Manufacturer narrative:
At this time, no films have been provided that would indicate the type of damage described, nor information regarding potential trauma the patient may have experienced since the initial placement, and no documentation is available indicating the device was in fact manufactured by cook incorporated. Therefore, we could not determine with certainty the root cause of this event. A quality engineering risk analysis was conducted for this event. The risk was determined to be acceptable and no further action is being taken at this time. Nevertheless, we will continue to monitor for similar situations.